Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. Device evaluation: visual analysis of the returned device identified: crack opening, crease fold, wear abrasion, delamination, crack opening. Leak test was performed and found opening crack on diaphragm valve, opening and delamination. A microscopic analysis was performed which identify opening crack. And opening striated in the radius side and also identify crease smooth opening on anterior. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A striated edge opening on radius side due to surgical damage. A crease smooth opening on posterior due to an fold flaw opening. Delamination of the diaphragm valve assessed as adhesive failure. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.